Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button issue including up and down arrows. Customer¿s current blood glucose level was unknown. Customer mentioned that time advances during the button issue. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.